Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that there was damage on the reservoir compartment and reservoir was not staying in the pump. Customer's blood glucose level was 119mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was received with completely broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window, cracked reservoir tube window corners, cracked battery tube threads, cracked case at display window corner, minor scratched lcd window and stained address/serial number label.